Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.

Event description:
A low readings issue was reported with the freestyle libre sensor compared to readings obtained on an hcp meter. A caregiver reported the customer received a sensor scan result of 'lo' (reading <40 mg/dl) and was provided food for treatment, which subsequently resulted in glucose levels increasing. Subsequent readings of 580 mg/dl, 508 mg/dl, 287 mg/dl, and 173 mg/dl were obtained on the hcp device, compared to readings of 419 mg/dl, 386 mg/dl, 168 mg/dl, and 'lo' obtained via sensor scan respectively. Customer was diagnosed with hyperglycemia and administered insulin and serum as treatment. It is unknown when the initial reading of 'lo' and the reported treatment and diagnosis were rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor compared to readings obtained on an hcp meter. A caregiver reported the customer received a sensor scan result of 'lo' (reading <40 mg/dl) and was provided food for treatment, which subsequently resulted in glucose levels increasing. Subsequent readings of 580 mg/dl, 508 mg/dl, 287 mg/dl, and 173 mg/dl were obtained on the hcp device, compared to readings of 419 mg/dl, 386 mg/dl, 168 mg/dl, and 'lo' obtained via sensor scan respectively. Customer was diagnosed with hyperglycemia and administered insulin and serum as treatment. It is unknown when the initial reading of 'lo' and the reported treatment and diagnosis were rendered. There was no report of death or permanent injury associated with this event.